Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was suspected to be dislodged. When the episodes were viewed on the remote home monitoring system the p-waves were coming after the r-waves. The patient¿s device was programmed to vvi as the patient has terminal lung cancer. The physician suspected that dislodgement was due to patient strong coughing due to the lung issues. At this time, the lead remains in service. No adverse patient effects were reported.